Manufacturer narrative:
Device evaluated by MFR: device eval was not performed as the cause of the reported complaint cannot be determined by product testing. Eval: method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3 (see MFR #s 1627487-2010-03201 and 1627487-2010-03202 for devices 1 and 2). The pt received her scs system on (B)(6) 2010 consisting of an ipg, lead and two extensions. On (B)(6) 2010, it was reported that the area near her ipg pocket appeared red and swollen and felt increasingly hot. Shortly thereafter, she was diagnosed with an infection at the ipg site. As a result, the pt's ipg and extensions were removed on (B)(6) 2010. Her lead remains implanted. A culture was taken; however, the results were not disclosed. No further info is available at this time. The explanted products were returned to the MFR on 10/25/2010.